Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 during dwell 3 of 4. The home patient (hp) had the clamp on an unused line open. The technical service representative (tsr) explained the proper procedures with unused lines and advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp would call the rn in the morning and would drain manually. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this report is for system error 2240, where the home patient (hp) left an open clamp on an unused supply line during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.